Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, pulse generator interrogation found that stored diagnostics data had become corrupt and was unavailable. The corrupted data was successfully cleared.